Event description:
It was reported that during a pulse field ablation procedure a faradrive was selected for use. During procedure, two sheaths presented an incontinent valve: air bubbles were detected. The sheath was replaced, and the procedure was completed without reported patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure a faradrive was selected for use. During procedure, two sheaths presented an incontinent valve: air bubbles were detected. The sheath was replaced, and the procedure was completed without reported patient complications. The device is expected to be returned for laboratory analysis. It was further confirmed that no patient complications occurred.